Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that after break off, the setscrew had "some sort of orange rust type substance" in the bottom of the screw. The screw was removed and a new screw was implanted. The patient underwent a revision surgery 1 month post-op for washout due to infection and removal of all screws and rods. New instrumentation was implanted.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.